Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was further reported that the procedure was completed successfully. No further information was available.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, it was noted that the blade broke. It was further reported that the procedure was completed successfully. No further information was available.